Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2025 and "during laparoscopic cholecystectomy, surgeon noticed tip of kittner came off of handle and was in abdominal cavity. Loose tip of kittner removed from patient's abdominal cavity.¿ there was no report of impact or injury to the patient. The procedure was completed with ¿another kittner with a different lot number¿. There was a 5-minute delay. The patient¿s outcome status was reported as ¿good¿. Per information received with the device return "tip fell off as soon as kittner inserted into trocar." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device cd801 found that the tip did come off the handle. The top white pad was returned for evaluation. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length was being used on (B)(6) 2025 and "during laparoscopic cholecystectomy, surgeon noticed tip of kittner came off of handle and was in abdominal cavity. Loose tip of kittner removed from patient's abdominal cavity.¿ there was no report of impact or injury to the patient. The procedure was completed with ¿another kittner with a different lot number¿. There was a 5-minute delay. The patient¿s outcome status was reported as ¿good¿. Per information received with the device return "tip fell off as soon as kittner inserted into trocar." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.